Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, an unknown sized navitor vision valve was selected for implant using an unknown sized flexnav delivery stem (ds). During the procedure, the valve was able to be implanted successfully. The patient experienced symptoms of complete heart block and ultimately readmitted at hospital. A permanent pacemaker was implanted. The patient's current status was unknown.

Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the exact cause of the reported heart block could not be conclusively determined. The reported hospitalization and surgical intervention were results of case-specific circumstances as the patient was admitted and a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.